Manufacturer narrative:
(B)(4). A field service engineer (fse) inspected the ventilator and verified the reported malfunction. The fse replaced the analog interface (ai) printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that during patient use, a ventilator stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator.